Event description:
On (B)(6) 2022, a direct-to-consumer customer tested negative with cue health. On (B)(6) 2022, customer tested positive with cue health. On (B)(6) 2022 and (B)(6) 2022, customer tested negative with cue health. Customer reported no symptoms.

Manufacturer narrative:
Technical operations confirmed the customer complaint of suspected false positive test results through retain testing and determined the root cause to be improper foil seal observed over the wb well.  Technical support provided replacement cartridges.

Manufacturer narrative:
Update to g4: eua number added correction to h6: medical device problem code corrected to 1227. Explanation for h3: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were two similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.